Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector on two vasoview 7xb devices would not coagulate. The cables were replaced; however, the bisectors still would not work. A third replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformances recorded in the lot histories. (B)(4).